Event description:
On (B)(6) 2023, the patient reported emergently to the hospital in hemorrhagic shock. The patient was bleeding due to an aorta-enteric fistula between a previously placed aortobifemoral bypass dacron graft and the duodenum. Additionally, the patient had an occluded left common iliac artery which had required a previous fem-fem bypass. The patient has a long history of peripheral arterial disease (pad) including multiple previous endovascular procedures. It was reported there was a pseudoaneurysm in the left common femoral artery, therefore the patient was accessed via open brachial artery. The physician chose to reline one of the limbs as well as the main branch (connected to the aorta) of the aortobifemoral bypass graft that had a fistula. An 11 mm x 10 cm gore® viabahn® endoprosthesis with heparin bioactive surface (viabahn device), followed by a 13 mm x 13 cm viabahn device and a 11 mm x 79 mm gore® viabahn® vbx balloon expandable endoprosthesis (vbx device) were implanted. Reportedly, the physician then attempted to use a gore® excluder® aaa endoprosthesis, but it was too short to reach from the arm. The physician subsequently implanted a gore® excluder® iliac branch endoprosthesis. After the gore® excluder® iliac branch endoprosthesis was implanted, a leak was observed coming from an unknown origin. The physician bridged all the stents with another 11 mm x 79 mm, vbx device. The leak was resolved, and the patient tolerated the procedure. On (B)(6) 2023, the patient expired. The physician believes the patient died due to being very sick and that the death was unrelated to the grafts.

Manufacturer narrative:
H6: code c19 - the review of the manufacturing paperwork verified that this lot met all pre-release specifications. According to the gore® excluder® iliac branch endoprosthesis instructions for use, adverse events with may occur and/or require intervention including, but not limited to, endoleak. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
Additional investigation determined no product problem or deficiency caused or contributed to an adverse event/incident for the patient; the initial medwatch and any supplemental report submitted under manufacturer report number 3013164176-2023-01908 was submitted in error and is hereby retracted.